Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The rotablator plus unit was visually and functionally tested. The advancer and catheter were returned disconnected from each other. The advancer was inspected and no anomaly was noted. The advancer knob was locked upon return in a backward position. It was loosened and advanced in order to inspect the handshake connection. The handshake connection of the advancer was inspected and no damage was noted. A rotawire was returned running through the advancer but not the catheter. The rotawire was removed without resistance. It was inspected and no anomaly was noted. A visual examination of the catheter was carried out. The coil was kinked. The burr was microscopically examined. No issues were noted with the annulus of the burr. No issues were noted with the exposed brass on the plated back half of the burr. A scratch test was performed to reveal if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08279. It was reported that a burr became stuck in the lesion and on the wire. The 10mm long, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink¿ plus and a rotawire were selected and advanced to treat the target lesion. During the procedure, ablation was performed at 180,000 to 200,000 rpm at 15 to 20 seconds per ablation. During ablation, the burr kept moving back and forward. The burr was not inserted to the spring tip of the rotawire. After unknown times of ablation, it was noted that the burr became stuck in the distal side of the lesion. The devices were pulled out from the patient's body and was revealed that the rotawire had been stuck with the rotalink¿ plus. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
The device was returned for analysis. The advancer and catheter were returned disconnected from each other. The advancer was inspected and no anomaly was noted. The advancer knob was locked upon return in a backward position. It was loosened and advanced in order to inspect the handshake connection. The handshake connection of the advancer was inspected and no damage was noted. A rotawire was returned running through the advancer but not the catheter. The rotawire was removed without resistance. It was inspected and no anomaly was noted. The rotawire was sent to costa rica for investigation. A visual examination of the catheter was carried out. The coil was kinked. The burr was microscopically examined. No issues were noted with the annulus of the burr. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. This reveals that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08279. It was reported that a burr became stuck in the lesion and on the wire. The 10mm long, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink¿ plus and a rotawire were selected and advanced to treat the target lesion. During the procedure, ablation was performed at 180,000 to 200,000 rpm at 15 to 20 seconds per ablation. During ablation, the burr kept moving back and forward. The burr was not inserted to the spring tip of the rotawire. After unknown times of ablation, it was noted that the burr became stuck in the distal side of the lesion. The devices were pulled out from the patient's body and was revealed that the rotawire had been stuck with the rotalink¿ plus. The procedure was completed with this device. No patient complications were reported and the patient's status was good.